Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: allergic reaction (with anaphylactic shock).

Event description:
Patient additionally reported "edema, [and] burning".

Manufacturer narrative:
The event of anaphylactic reaction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "having an allergic reaction (with anaphylactic shock). " device remains implanted.